Event description:
The manufacturer received information a ventilator's lcd screen had vertical pressure bar lines, blank spots and had a "static or noisy" look. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. The device will be scrapped. No components were replaced.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen had vertical pressure bar lines, blank spots and had a "static or noisy" look. There was no harm or injury reported. The device's lcd was replaced to address the issue. The lcd screen was returned to the manufacturer's product investigation laboratory for additional testing. There was no failure of the display found. The display was installed on the test bed and the display functioned as designed. The display was able to be read without difficulty. The display was scrapped.